Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using venovo venous stent for the treatment of post-thrombotic syndrome in the access site of the common iliac vein to the external iliac vein. One day post the procedure, an acute occlusion was suspected. Reportedly, suction with indigo and poba with atlas gold were performed. The physician believes the cause is unknown, as there are no problems with the inflow or stent placement.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent that are cleared in the us. The pro code and 510 k number for the venovo venous stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: neither sample nor images provided which leads to inconclusive result. In this case, the vessel was not tortuous, system compatible 9f introducer with 0.035" guidewire were used for access, and the lesion was pre and post dilated. The user did not experience difficulty during deployment, so that the stents could be placed without irregularity. The hcp mentioned that the cause was thought to be unknown because the inflow was considered unproblematic, and because the stent placement position was deemed acceptable. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use (IFU) closely describes holding and handling of the system throughout the procedure for regular deployment. Regarding access/ accessories the IFU state: '8f introducer for stent diameters of 10 mm and 12 mm. 9f introducer for a stent diameter of 14 mm. 10f introducer for stent diameters of 16 mm, 18 mm and 20 mm. 0.035 inch (0.89 mm) diameter guidewire'. Regarding pta the IFU state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended.' A stent size selection table is part of the IFU describing the relationship between vessel diameter and stent diameter. 'Stent occlusion/ thrombosis' was found mentioned under potential adverse events that may occur. B5, g3, h6 (method). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent that are cleared in the us. The pro code and 510 k number for the venovo venous stent are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent stent placement procedure using venovo venous stent for the treatment of post-thrombotic syndrome in access site of common iliac vein to the external iliac vein. 1 day post procedure, an acute occlusion was suspected. The physician believes the cause is unknown, as there are no problems with the inflow or stent placement.